Event description:
It was reported that the 6800 system continued to indicate fluoro after release of the foot-switch. Also the laser aimer and 5 volt power supply were low. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The laser aimer was replaced. The power supply and transformer were adjusted during the service call. The system was tested and found to be working as intended, and put back into service.